Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the scope communication errors e315 and e216 and was sent out of caution. However, these were found to be non-reportable. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was not returned to olympus for evaluation and was repaired by a third party. Additional information received from the customer indicates that it is possible that device may have been used where the endoscopist navigated the colonoscope to the caecum, the picture may have gone black and had to be withdrawn without any visual guidance. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an e216 scope communication error and an e315 incompatible scope. The issue was found during a procedure. There were no reports of patient harm.